Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had a telemetry failure. The rf head was returned for repair and test/calibration. No patient complications were reported as a result of this event.